Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No product has been returned, no lot number or medical records have been provided, and no specific product problem been reported. Without add'l info, no conclusion can be drawn.

Event description:
Pt underwent hernia repair with composix kugel mesh. The attorney alleges the pt subsequently suffered pain, permanent injury and death.